Event description:
The customer contact reported that the pump did not sound an audible alarm tone. There was no reports of any adverse pt events while the pump was in clinical use. During testing, the device did not sound an audible alarm tone. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition. This was due to the beeper assembly.